Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and minor scratches and wear to the display window. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with intermittent button response due to corroded keypad traces.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery and reservoir compartment were cracked and buttons were difficult to press. Customer also mentioned of having a no delivery alarm. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.